Event description:
It was reported that upon deployment of an ivc filter, all of the filter limbs failed to open. A snare was advanced in order to manipulate the filter; however, it became caught on the filter anchors. The snare was then used to withdraw the filter completely back into the sheath. The filter was then readvanced to the intended placement site and all of the filter limbs opened adequately. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. The delivery system was discarded. Therefore, a sample eval could not be performed. The investigation is currently underway.